Manufacturer narrative:
The incident has been reported to the MFR on 10/21/2014. Results of analysis will be developed in a follow up report. Complementary info has been asked to the initial reporter in order to complete the missing data.

Event description:
The shunt was implanted in (B)(6) on a revision case, ventriculo-peritoneal shunt, (B)(6) year old boy. The pt did not improve/improved only slightly, ventricles remained big. It was explanted in a revision operation about three weeks later, and found not to be working properly. The opening pressure was set at 3 cmh2o at the original operation.